Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. Analysis also found the lower case was broken.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance/calibration, analyzed and tested out of specification. There was no patient involvement.